Event description:
The customer reported that they were unable to view fluoroscopy image because the system displayed a black image. This issue will cause the system to be unusable due to the inability to see the live image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The pins on amp plug was evaluated and repaired. The system was tested and found to be working as intended.